Manufacturer narrative:
Correction: section e3: occupation corrected. Section g3: PMA number included. Manufacturer's investigation conclusion: the reported event of no external power while connected to the mobile power unit (mpu) was confirmed via the log files. The mpu, serial number: (B)(6), was returned to the service depot and when connected to ac power, the mpu powered on as intended as intended. The mpu was then connected to a mock circulatory loop and functioned as intended. The patient cable was manually manipulated with no issues. The patient cable was sent to product performance engineering for further analysis, and a replacement patient cable was installed on mpu. Further testing was performed with product performance engineering. The patient cable underwent continuity testing to ensure there was no internal wiring issues. It was then connected to a test mpu, which was connected to a test system controller and mock circulatory loop. The mpu was able to supply power to the system controller and pump without issue, and upon manipulating the patient cable no alarms or issues were found. The test set up ran for an extended duration and operated as intended. The patient cable was then checked for conductor breakdown. There were no issues found with the patient cable. Data was reviewed from the system controller event log file, and timestamps span 12 days from 06dec2024 on 17:04:42 to 11:03:32 on 18dec2024. No external power events while connected to the mpu were noted in the log file between (B)(6) 2024. During these events the backup battery provided power to the system. Pump operation was not interrupted. There were no other alarms or remarkable events observed in the log file. The mpu was returned to the customer site with preventative maintenance having been performed. The root cause for the loss of power to the system controller while connected to the mpu was unable to be conclusively determined with this investigation. The relevant sections of the device history records for the mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power hazard alarms and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information. G3 date received by manufacturer updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was confirmed that the mpu had a v-lock connector.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there were three no external power events recorded while connected to the mobile power unit (mpu). One occurred on (B)(6) 2024 around 5 pm and two on (B)(6) 2024 both at approximately 2:15 pm. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event. The patient noted that all connections were in place. The patient and caregiver stated that their home had no power issues or interruptions. Multiple outlets were tried with the mpu as well. They denied any cords coming loose from the mpu or the wall.